Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with high estimated pump flows, low pulsatility index readings, and elevated powers. The patient's lactate dehydrogenase was 1144 u/l and inr was therapeutic at 4.6. The patient's urine was yellow in color and liver tests were reported to be normal. An echocardiogram was performed and a clot was noted. The patient was treated with an argatroban gtt for two days and ultimately underwent a pump exchange due to suspected pump thrombosis on (B)(6) 2015.

Manufacturer narrative:
The explanted pump was returned for evaluation. Examination of the sealed inflow conduit and sealed outflow graft revealed soft depositions of tissue-like material and clotted blood, as well as some grainy denatured blood. Depositions of denatured blood were present extending through the body of the pump, occluding the inlet and outlet stators and completely surrounding the body of the rotor. The deposition was hard and strongly adhered to the pump surfaces. All of the observed depositions appeared consistent with a low flow event or interruption in flow; however, a specific cause for the low flow could not be determined. The depositions would have caused increased drag on the rotor resulting in elevated pump power. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.